Manufacturer narrative:
Stryker service representative evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non critical issue with their device. Upon initial evaluation stryker observed that the device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
After replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part was not available for further evaluation. The cause of the reported issue was isolated to the user interface pcb assembly, however further root cause could not be determined.

Event description:
A customer contacted stryker to report a non critical issue with their device. Upon initial evaluation stryker observed that the device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10 additional mfg narrative of supplemental MDR report 001 indicates: after replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part was not available for further evaluation. The cause of the reported issue was isolated to the user interface pcb assembly, however further root cause could not be determined. Section h10 additional mfg narrative of supplemental MDR report 001 should indicate: after replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part will be further evaluated at the product assessment center (pac). Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to the integrated circuit u2, on the user interface assembly.

Event description:
A customer contacted stryker to report a non critical issue with their device. Upon initial evaluation stryker observed that the device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.